Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was in the 500's mg/dl which was addressed with a manual injection. Reportedly, the supplies were changed to address the event.